Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and pocket erosion.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" diagnosed via ultrasound, hardness, swelling, pain, redness and extrusion". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" diagnosed via ultrasound, hardness, swelling, pain, redness and extrusion". Later healthcare professional reported "abnormal infection". This record is for the right side. Device has been explanted and returned to manufacturer.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Manufacturer narrative:
The event of post operative wound infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Later healthcare professional reported "abnormal infection".

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ post operative wound infection: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pocket erosion: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" diagnosed via ultrasound, hardness, swelling, pain, redness and extrusion". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" diagnosed via ultrasound, hardness, swelling, pain, redness and extrusion". Later healthcare professional reported "abnormal infection". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" diagnosed via ultrasound, hardness, swelling, pain, redness and extrusion". Later healthcare professional reported "abnormal infection" not device related. This record is for the right side. Device has been explanted.